Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint states that a failed transmitter was reported for transmitter ID (B)(4). Data was provided for investigation. The problem was confirmed for transmitter ID (B)(4). The probable cause could not be determined post investigation.